Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the downstream occlusion message when no occlusion was present. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During baxter's functionality testing, a constant downstream occlusion message was observed and considered confirmed, but further eval was not conducted due to the symptom being over looked during the service process. The downstream tubing guide assembly was replaced and is a known contributor to false downstream occlusion alarms. In addition to the replaced downstream tubing guide assembly, the device was tested and recalibrated to ensure accurate occlusion detection.